Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger is broken with a bd syringe¿ 60ml catheter tip (B)(6). The following information was provided by the initial reporter, translated from (B)(6) to english: plunger base is broken.

Event description:
It was reported that the plunger is broken with a bd syringe¿ 60ml catheter tip brazil. The following information was provided by the initial reporter, translated from portuguese to english: plunger base is broken.

Manufacturer narrative:
Investigation: one (1) sample and three (3) photos were provided by the customer for investigation. The sample has a plunger rod which is broken with part of the thumb press having been broken off. The three (3) photos show the physical sample at the customer. One (1) photo shows the syringe by the end of the blister pack showing the lot number. The second (2nd) photo shows the syringe next to the top webbing of the blister pack showing the scale markings on the syringe and the third (3rd) photo shows the syringe next to the top webbing with the syringe flipped over showing the broken thumb press. Failure mode is verified. A broken or damaged plunger rod is likely caused by a jam on the assembly machine. If there is a mistiming between the assembly of the plunger rod to the barrel, it could case the plunger rod to break and/or be damaged. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.